Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as the patient reused equipment and did not wear a mask. The peritonitis event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for the peritonitis event. Twenty-one days after the event onset, the patient was discharged from the hospital and was considered recovered from the peritonitis event. On an unreported date, the patient was retrained in aseptic technique. Dianeal therapy was ongoing. No additional information is available.